Event description:
Patient reported right side rupture, "pain," and "discomfort". Patient later reported "suspicious data of rupture of the right breast implant" via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, discomfort.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side rupture, "pain," and "discomfort". Patient later reported "suspicious data of rupture of the right breast implant" via ultrasound. Additional report of capsular contracture baker grade IV. Device remains implanted.